Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level was 144 mg/dl. Tandem technical support instructed the customer through troubleshooting steps, including ensuring the pump was not connected to a power source, plugging it into a known working charger, and waiting for a boot-up sequence, but these attempts did not resolve the issue. Consequently, technical support decided to replace the pump, confirming the customer's shipping address and instructing them to put the faulty pump into storage mode before returning it. The customer reverted to manual daily injections (mdi) as a backup insulin delivery method to prevent any interruptions in therapy.